Manufacturer narrative:
Root cause was dirt build up on the rail over time causing the limit switches to not extend fully and make proper contact. Client was instructed on proper maintenance per user manual.

Event description:
Client called in to report that he was hand winding the lift down the stairs to clear an f6 code when he slipped and fell down the steps but was uninjured.